Manufacturer narrative:
This report is for (1) one unknown pfna blade.sometime in (B)(6) 2015. (B)(6). This report is for (1) one unknown pfna blade.without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that sometime in (B)(6) 2015, the patient had a (B)(6)-pfna (proximal femoral nail antirotation) surgery due to a femur trochanteric fracture. Then sometime at (B)(6) 2016, the patient came to see the surgeon because she felt pain. After a follow up visit, the surgeon found that the (B)(6)-pfna blade had cut-out, resulting in the subcapital fracture. On (B)(6) 2016, the patient had revision surgery, at this time no further surgery is planned. This report is for (1) one unknown pfna blade. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.